Event description:
Consumer claims his humidifier caught on fire and damaged his carpet. There were no reports of injury with this incident.

Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.